Event description:
It was reported that patient developed squeaking of a ceramic on ceramic total hip. Replacement with a poly insert with metal head.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown cup. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.